Event description:
There was a fire in the room on the wall behind the patient. We attempted to remove the patient from the room but the bipap was connected to the wall both for electricity and oxygen at or near the fire. A fire extinguisher was obtained and the fire was extinguished. The plug and oxygen hose were disconnected from the wall and the patient was safety removed from the room and taken to another room.